Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system shut down automatically. Review of the system log file confirmed that there was malfunction with the lateral image processing pc (ippc). Due to manufacturing issues, the disk bay or dimm (dual in-line memory module) may not function as intended on nehalem pcs, which are used on the system as host pc, flexvision pc, and ippc. This can cause problems with the system's pcs where the system stops functioning, and no imaging is possible. Philips has initiated medical device corrections (z-1151-2024; z-1156-2024). The philips field service engineer (fse) replaced the ippc for the lateral plane. The ippc was returned for analysis. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was shutting down automatically during operation. After restarting, the device gave an error. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.